Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic sleeve gastrectomy on (B)(6)2018, and suture was used. During the procedure, the suture detached from the needle with little to no force. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/16/2018. Evaluation: a paper lid, a winding former, a detached needle and a dispensed suture were returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and slight marks that appear to be by the use of a surgical instrument. The dispensed suture was examined along the strand and no defects were observed. However, the end of the suture appears to be severely damaged (flat) by the use of a surgical instrument. Per the sample condition the assignable cause of the damaged product is suggested to be from an improper handling of the sample by external cause.